Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the insulin delivery of the infusion device is too low. Pt started using this infusion device in (B)(6) and has experienced elevated blood glucose since the (B)(6) 2010. She has used two types of insulin, but blood glucose remained elevated. Infusion set is used per spec, and the infusion device was not exposed to electromagnetic fields. Pt was not experiencing add'l stress or increased activity, and there were no changes to her health or medication. At one time, the infusion device displayed an e4 occlusion error and pt changed the infusion set. Basal rates are programmed correctly and have been increased several times by her diabetes nurse. Normal blood glucose is 5 - 10 mmol/l (90 - 180 mg/dl). Blood glucose ranged from 6.2 - 29.8 mmol/l (111.6 - 536.4 mg/dl) on (B)(6) 2011 and from 4.2 - 17.9 mmol/l (75.6 - 322.2 mg/dl) on (B)(6) 2011. She delivered insulin via infusion device and pen to correct hyperglycemia. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. F/u was completed with pt on (B)(6) 2011. Since changing to the replacement infusion device, her blood glucose levels are around 10 mmol/l (180 mg/dl).